Event description:
Account reported that they observed a clinical s. Aureus isolate oxacillin mic discrepancy. The account obtained an oxacillin-susceptible result on the microscan dried pos combo type 21 lot# 2006-07-05 (after testing on a different microscan panel, reference MDR 2919016-2005-00025) and an oxacillin-resistant result on a secondary method (mrsa screen plate). Isolate was reported as "resistant" by the laboratory to the physician. There was no report of adverse health consequences to the pt as a result of the false susceptile result being obtained. Isolates were sent by the account to dade behring for investigation.